Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported via the moste study, an 80-year-old female (subject (B)(6) with a history of hypertension, dyslipidemia, and first-degree atrioventricular (av) block presented with phasic disorders and right hemiplegia on (B)(6) 2020. Cerebral magnetic resonance imaging (MRI) revealed a left temporal ischemic lesion. Intravenous thrombolysis was administered, and the patient was transferred to the chu lille. The patient subsequently underwent a mechanical thrombectomy procedure using a 5x33 embotrap ii (et007533/unknown lot #) revascularization device and 6f catalyst (stryker) aspiration catheter; however, her neurological condition began to deteriorate post-procedure. Follow-up MRI showed a left middle cerebral artery (mca) occlusion and an increase in ischemic lesions. Reoperation was not possible given the difficulty of the first operation; therefore, the patient received aspirin 300mg/day and enoxaparin 0.4ml as treatment from (B)(6) 2020 to (B)(6) 2020. The patient also experienced nonvalvular atrial fibrillation which was treated with apixaban 5 mg twice daily starting on (B)(6) 2020 and bisoprolol 1.25 mg twice daily starting on (B)(6) 2020.the neurological deterioration resolved with sequalae (facial palsy and aphasia) on (B)(6) 2020. The event was deemed serious as it resulted in persistent or significant disability. The attached suspect adverse reaction report initially states that both the investigator and the sponsor assessed the relationship as no reasonable possibility to the procedure but related to the patient¿s underlying disease state (stroke); however, the form later indicates that based on the information contained in the hospitalization report, the sponsor now considers the event can possibly be related to the procedure due to initial improvement but worsening just after the procedure. The device was not returned for analysis, therefore, no further product investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. Progression of the patient¿s underlying stroke is a known potential complication despite intravenous thrombolytic drug treatment and endovascular mechanical thrombectomy and is listed in the embotrap instructions for use (IFU) as such. The embotrap ii revascularization device is intended to restore blood flow in the neurovasculature by removing thrombus in patients experiencing ischemic stroke within 8 hours of symptom onset. The root cause of the neurological deterioration post-procedure cannot be determined based on the information available for review; however, the severity of the patient¿s baseline stroke, advanced age, and comorbidities may have contributed with no indication of a device malfunction or performance issue. The suspect adverse reaction report states that reoperation could not be performed due to difficulty of the first operation which suggests that the clot was persistent and attempts to reperfuse the occluded vessel were challenging. Multiple attempts to obtain additional information were unsuccessful. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4). The product was discarded therefore it is not available for evaluation and testing. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported via the (B)(6) study, an (B)(6)-year-old female (subject (B)(6)) with a history of hypertension, dyslipidemia, and first-degree atrioventricular (av) block presented with phasic disorders and right hemiplegia on (B)(6) 2020. Cerebral magnetic resonance imaging (MRI) revealed a left temporal ischemic lesion. Intravenous thrombolysis was administered, and the patient was transferred to the (B)(6). The patient subsequently underwent a mechanical thrombectomy procedure using a 5x33 embotrap ii (et007533/unknown lot #) revascularization device and 6f catalyst (stryker) aspiration catheter; however, her neurological condition began to deteriorate post-procedure. Follow-up MRI showed a left middle cerebral artery (mca) occlusion and an increase in ischemic lesions. Reoperation was not possible given the difficulty of the first operation; therefore, the patient received aspirin 300mg/day and enoxaparin 0.4ml as treatment from (B)(6) 2020 to (B)(6) 2020. The patient also experienced nonvalvular atrial fibrillation which was treated with apixaban 5 mg twice daily starting on (B)(6) 2020 and bisoprolol 1.25 mg twice daily starting on (B)(6) 2020. The neurological deterioration resolved with sequelae (facial palsy and aphasia) on (B)(6) 2020. The event was deemed serious as it resulted in persistent or significant disability. The attached suspect adverse reaction report initially states that both the investigator and the sponsor assessed the relationship as no reasonable possibility to the procedure but related to the patient¿s underlying disease state (stroke); however, the form later indicates that based on the information contained in the hospitalization report, the sponsor now considers the event can possibly be related to the procedure due to initial improvement but worsening just after the procedure.